Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k had fm was embedded in the tube. No serious injury medical intervention.

Manufacturer narrative:
The event or problem description is corrected to - it was reported that the bd vacutainer® edta 2k had fm in the tube. No serious injury or medical intervention was reported. Medical device manufacturer is corrected to (B)(4). Manufacturing location is corrected to (B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the indicated failure mode of foreign matter with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for foreign matter, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® edta 2k had fm in the tube. No serious injury or medical intervention was reported.